Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown, ubd. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 300.2 mcg/day) via an implanted pump. On (B)(6) 2020 it was reported that the patient was experiencing pain. Pump interrogation found that pump eos (end of service) occurred on (B)(6) 2020 and then a stopped pump period may exceed tube set message logged after the pump reached eos. The eos was expected based on implant date and longevity, but the patient and the hcp (healthcare professional) had not heard the pump alarm. No further complications have been reported as a result of this event.

Event description:
Additional information was received on 07-jul-2020 from a healthcare professional (hcp) via a company representative who reported that the cause for the patient and the hcp not hearing the active pump alarm was not determined. It was noted that the patient resided in a nursing home, so the hcp was uncertain if the pump did or didn¿t alarm. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8870 lot# serial# unknown implanted: na explanted: na product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis determined the pump reached end of service (eos) based on time progression, as expected. Product ID: 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.